Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was chipping away and the o-ring was missing. Customer does not know how damage occurred. Customer's blood glucose was 155 mg/dl. Customer was advised that insulin pump would need to be replaced.